Manufacturer narrative:
Follow-up #1: date of submission 04/16/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump boots to the verify screen with audible and vibratory features. Users setting show all sound features were set to high. The audio tone reading was in spec at 67.4db. Returned battery cap/returned cartridge cap used to complete testing. A warning and an alarm were reproduced with sound setting set to high; the pump gave the appropriate sound and displayed the correct message on the screen. Investigators were unable to duplicate the complaint. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.